Manufacturer narrative:
As a result of a retrospective review of events that occurred in (B)(6) and in accordance with 21 c.f.r. Part 803, this event was assessed and determined to be MDR reportable. Manufacturing review: a manufacturing review was unable to be performed as the lot number was unknown. Visual/microscopic inspection: the sample was returned. No kinks noted on catheter. Anomaly noted to catheter texture around the rapid exchange guidewire port. No anomalies noted to saline hub. The pin on the transducer handle slide is out of position. Functional/performance evaluation: due to the pin being out of position the device could not be connected to the generator transducer for functional testing. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: one photo was provided and reviewed. The photo shows one crosser coiled and the stylet is inserted into the distal tip. No anomalies are able to be seen from this photo. Conclusion: the device was returned. The investigation is confirmed for connection issues as the slide pin was found to be out of position. The investigation is inconclusive for detachment of device as the device was returned completely intact. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the current instructions for use (IFU) states: adverse event: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. - do not activate the crosser® recanalization system without proper irrigation. Make sure to establish proper irrigation prior to introduction into guide catheter. Always use refrigerated saline. -do not exceed 5 minutes of activation time as crosser® catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser® catheter before resetting the crosser® generator. Set up: - attach the proximal end of the crosser® catheter to the transducer. Hold the proximal hub while rotating approximately two full turns clockwise. Firmly tighten by hand (refer to figure 2). Warning! Allow crosser® catheter tip to freely rotate during attachment. -slide the locking slide collar on the transducer distally over the proximal catheter hub. Secure the sterile drape around the transducer / catheter connection using the attached adhesive tape. - attach the irrigation system to the irrigation lumen on the proximal end of the crosser® catheter. - for the crosser® catheter 14s, remove stylet from the tip of the crosser® catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during preparation, an attempt to connect the recanalization catheter to the transducer system, a pin at the bottom of the connector allegedly detached. There was no patient involvement.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The 510k number and pro code for the crosser cto recanalization catheter products are identified. Based on additional information received from medicon, the decision tree was reopened and the file was reassessed for reportability. Reassessment of the reported event pin dislodged from the recanalization catheter is not likely to cause or contribute to a serious patient injury. Initial MDR was submitted on 05/16/17 FDA report number 2020394-2017-00461. (B)(4).

Event description:
It was reported during preparation, an attempt to connect the recanalization catheter to the transducer system, a pin at the bottom of the connector allegedly detached. There was no patient involvement.